Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 5985766, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: asymmetry. Facility information: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation with saline mentor smooth round moderate profile 375cc breast implants and experienced right breast implant deflation, bilateral asymmetry and ptosis on the left breast implant. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implants 550cc on (B)(6) 2019. Left implant was intact. The patient was in a stable condition after the surgery. This medwatch is for the left breast implant.